Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4469 competitor non-defib lead: (B)(6) 2009; 4068 non-defib lead: (B)(6) 2000. (B)(4).

Event description:
It was reported that there was known impedance and decreased capture threshold on the right ventricular (rv) lead. The rv lead will be replaced. No patient complications have been reported as a result of this event.